Manufacturer narrative:
(B)(4). Customer testing performed with act tube lot # j2fte223. No ncmrs identified for the instrument. The associated act tube lot device history records reviewed and found to meet specifications. No related complaint trends identified. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports clot was not detected with the hemochron response coagulation system. Patient blood sample generated act result of 395 seconds. Another act test performed on the hemochron response instrument for comparison generated result of >1500 seconds. When the test tube was removed from the instrument, the user observed the blood sample had formed a visible clot, which was not detected during the test. No adverse event (s) reported.